Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the lead safety switch feature was activated on the right atrial (ra) lead, resulting in one pacing impedance measurement greater than 2,000 ohms. A revision procedure was to be performed, however, prior to this, the fluoroscopy was performed and it appeared that the ra lead was not fully inserted into the device header. The ra lead was disconnected and tested with the pacing system analyzer (psa), resulting in measurements within acceptable limits. The ra lead was re-connected to the device and all measurements were consistent with the psa. No adverse patient effects were reported during the procedure.